Manufacturer narrative:
(B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The chemical indicator (ci) changed color correctly. The affected load was partially released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators where the load was released prior to reprocessing.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. Trending analysis by lot number was reviewed from 09/20/2017 to 01/17/2018 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not available for return and visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The concomitant sterrad nx sterilizer was overdue for preventative maintenance (pm) at the time of the suspected bi issue. The unit has since had a pm performed and the unit meets specifications. The assignable cause of the issue could not be confirmed as the product was not returned for analysis. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The issue will continue to be tracked and trended. (B)(4).